Manufacturer narrative:
Device analysis: an allegation of a hole causing fluid loss was reported. The ams 800 balloon was visually inspected. Upon microscopic examination, a small tear was noticed in the balloon sphere at the adapter junction. A leakage test was performed, and fluid loss occurred as a result of the tear. It was determined that the damage to the balloon is consistent with material fatigue. The perforation and leak would directly affect the overall functionality of the device and would therefore conclude as the most probable cause of the reported issues. Product analysis identified a tear in the balloon shell; the reported events were therefore confirmed. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. During the revision procedure the physician observed the balloon was leaking through a hole.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss at the balloon and the device was non-functional with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. During the revision procedure the physician observed the balloon was leaking through a hole. The physician alleges the hole in the balloon was caused during insertion through the inguinal canal. The patient was ok following the procedure.

Manufacturer narrative:
Device analysis: an allegation of a hole causing fluid loss was reported. The ams 800 balloon was visually inspected. Upon microscopic examination, a small tear was noticed in the balloon sphere at the adapter junction. A leakage test was performed, and fluid loss occurred as a result of the tear. It was determined that the damage to the balloon is consistent with material fatigue. The perforation and leak would directly affect the overall functionality of the device and would therefore conclude as the most probable cause of the reported issues. Product analysis identified a tear in the balloon shell; the reported events were therefore confirmed. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.